Manufacturer narrative:
The pump was received with no button response and a button error alarm due to corroded keypad traces. Unable to verify whether or not the label was worn/faded due to a missing back address label. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. The customer also stated that the label sticker is missing from the back of the insulin pump. Blood glucose value was 249 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer would be contacting the doctor to get a backup plan .customer was advised the insulin pump would be replaced and agreed to return the product for analysis.